Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the charging time for the ins was very slow. The patient has charging sessions of an hour and only charges 20% per session. Connection was always excellent. The patient keeps an eye on it during loading and checks every 5-10 minutes. The patient also experienced occasional shocks independent of while standing, walking or sitting. Additional information was received from the manufacturer representative (rep). The event date was reported. Checking of impedance was performed. The cause of the event was unknown as of 29-jun-2021. Pictures would be taken and the need for a revision would be looked at/discussed within the hospital. The patient was informed how to adjust settings to ensure quicker charging. The charging issue has been resolved, but not the shocking sensations. It was noted that this information was confirmed with the physician/account.